Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 336 mg/dl and associated symptoms of polydipsia, and extreme drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an issue with the date and time resetting to the factory default setting when the battery is removed for less than 24 hours. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with time/date reset issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-mar-2018 with the following findings: review of the black box data revealed a power on reset event recorded on (B)(6) 2018 at 11:18. When pump was powered back on, the time/date reset to default setting and was then manually set to 10-feb-2018 at 23:23. There was a manual time/date change from 11-feb-2018 at 20:53 to (B)(6) 2018 at 21:57. On (B)(6) 2018 at 22:30, a power on reset occurred. When the pump was powered back on, the time/date reset to default setting and was then manually set to (B)(6) 2018 at 22:30. A manual time/date change was then made from 12-mar-2018 at 23:00 to (B)(6) 2018 at 11:00. On investigation, the pump was exercised for 24 hours. After 24 hours, the battery was removed for six hours. Investigation confirmed when the battery was reinserted after six hours without power, the time /date reset to default setting. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.